Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's technical services (ts) confirmed the reported issue. Ts recommended the customer swap pm then mc pcb's to isolate source of failure. The customer replaced the defective power management pcba to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis of the returned part indicates: c128 was identified as the likely failing component and was repaired. The root cause of the failure of c128 is mechanical cracking. Low dc resistance of capacitor c128 caused vbackup monitor signal to degrade, causing the auxiliary alarm supply failed error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an auxiliary alarm supply failed error code. The customer reported that there was no patient involvement.